Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found found cuts on the suture sleeve, likely the result of the explant procedure. Inspection of the electrode tip found no anomalies. The helix tip was noted to have dried fluid and tissue intertwined in the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, which was verified by x-ray. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, which was verified by x-ray. No additional adverse patient effects were reported.